Event description:
A 3.0mm diameter by 18mm length s670 stent delivery system was inserted for treatment of a 95-99% lesion in the circumflex coronary artery. The lesion was not pre-dilated prior to the stent being inserted. It was not possible for the device to cross the target lesion despite repeated attempts, therefore the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged into the left main coronary artery when it was pulled into the guide catheter. Subsequently, and angioplasty balloon was inserted through the undeployed stent in attempt to retrieve it. The balloon and stent were pulled back to the femoral sheath when the stent dislodged into the femoral artery. There were no attempts to retrieve the stent and no further treatment to treat the target lesion. The pt was reported to be stable post procedure and there was no additional clinical sequelae reported related to the event. The lesion not being pre-dilated and the multiple attempts to cross to the target lesion contributed to the stent adhesion on the balloon.